Manufacturer narrative:
No available code for undetermined or unknown cause. The customer report of check IV set alarms was confirmed and replicated during testing. Neither the pcu nor the pcu event logs were received. Review of the pump module event logs confirmed multiple instances of check IV set alarms occurring during the last infusion that occurred on (B)(6) 2016. Review of the pump module error logs also confirmed multiple instances of the channel error 240.4150 (sensor_broken_high_failure). Testing of the pump module confirmed that the upper (bottle side) pressure sensor was faulty. The proximate cause of the check IV set alarm was a malfunctioning upper pressure sensor, however the root cause of the sensor failure is not known.

Event description:
The customer reported a check IV set error during programming for an alteplase infusion. The nurse was unable to enter the weight to continue programming unless the door to the pump was open. There was no patient event.